Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor in china reported that an mr290v vented autofeed humidification chamber provided with an rt265 infant dual-heated evaqua2 breathing circuit was was found cracked. There was no patient involvement as the issue was found whilst the device was not in use on a patient.